Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they thought the cause of the lack of therapy/incontinence issue (resulting in the catheter being placed) and the overstimulation was that the energy level was set too high. The energy level was then decreased in the clinic with the result the issues were resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's patient programmer (pp) was encountering poor communication. The caller indicated that they could only get a "?" On the pp screen. The caller confirmed that there was not corrosion in the battery compartment and that the pp had not been dropped or gotten wet. A different set of pp batteries did not resolve the communication and so the caller was advised to try a new different type of batteries and the communication issue was resolved. Therapy was confirmed to be turned on and set to 4.7, but the patient wanted to reduce the intensity of stimulation as it was too high. Stimulation was reduced to 1.5, but then the patient could not feel stimulation. The caller noted that the patient "was feeling stim in his bicycle seat area," weather or not the patient was feeling stimulation is unknown. The caller then indicated that the patient had a foley catheter placed due to their leaking symptoms not being addressed. At the conclusion of the call the caller and patient were advised that the patient should follow-up with their healthcare provider (hcp) to see if program changes may resolve the lack of therapy as the patient had only tried one other program previously and the current program. Patient status is unknown at the time of this report and the leaking was noted to have been ongoing since implant. There were no further complication reported or anticipated.